Event description:
It was reported that a spectrum pump had a malfunction kaypad, where the basic 0 key does not work then pressed. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the inoperable keypad with an intermittent keypad response of row 3 keys (#0, #1, #2, and #3), which was experienced during eval at power up. It was found to be caused by a failed keypad. The failed keypad was replaced by replacing the front case. Baxter has initiated a CAPA to further investigate this issue.